Event description:
It was reported that during preventive maintenance (pm) performed by getinge field service engineer (fse), intra-aortic balloon pump (iabp) has assembly, upper panel defective.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation initial reporter full name: (B)(6).

Manufacturer narrative:
Updated field: b4, b5, d9, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions) h11. A getinge field service engineer (fse) states, customer has not provided a po. Fse is still in the process of acquiring a po for this repair.

Event description:
It was reported that during preventive maintenance (pm) performed by getinge field service engineer (fse), intra-aortic balloon pump (iabp) has assembly, upper panel defective. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11.corrected field: d9, h6 (type of investigation).